Manufacturer narrative:
Submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the pump powered on with a dim and reddish display. A test screen was tried in the pump and had full and proper illumination.

Manufacturer narrative:
Alert date is (B)(6) 2013.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display screen was noted to be dim and reddish in color.